Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Also received with normal operating currents. No unexpected failed battery test alarm noted. Motor error alarm during basic occlusion and unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm during bolus. Device alarmed a failed battery test alarm after the battery was replaced. Customer's blood glucose was 214 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.